Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) checked the system onsite and confirmed that the system was not booting up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found issues with marathon ups and dc power supply in m cabinet. To resolve the issue, fse bypassed ups and replaced dc power supply. The defective parts were returned for analysis, for dc power supply malfunction was observed and the failure was found to be power supply failure. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. System was in clinical use at the time of event. No harm was reported to philips.philips has started an investigation of this complaint.